Manufacturer narrative:
Follow-up # 1 (02/08/2013)-device evaluation: the meter and test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter failed testing but the complaint was not reproducible. The test strips passed testing, the complaint was not confirmed, however, a secondary issue unrelated to the complaint was found, there were extra test strips in the test strip vial. If lifescan obtains additional information regarding this complaint, a second follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurately high results. The reporter alleged obtaining readings of "10.9mmol/l" on the lfs meter and "7.9mmol/l" on another meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.